Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: distal femur growing 150mm left, cat # c-m066-7-000, lot # rx06670a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the patient's revision at age (B)(6). There were no allegations of femoral devices being revised. Potential replacement of blade plate of unknown manufacturer and new allo. In providing information for a (B)(6) patient specific prescription form for the patient's left distal femur, rep provided a slide deck with patient history. Noted is "age (B)(6) - revision 3".